Event description:
Caller reported encountering a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Customer support provided complete pump reset information and guided the caller through the pump reset process. Following the reset, the caller successfully started a sensor session, and the error code did not reappear.